Manufacturer narrative:
A ge service rep evaluated the system and could not reproduce the reported problem. The system operates as intended and was returned to service.

Event description:
The customer reported a recharge voltage error message. This error will prevent the system from booting, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.